Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2019, the patient's speed was 5800. Echo performed and ventricles decreased in size and having suctioning events. They decreased speed to 5000 rpms. Previous doctor had increased the speed due to low flows. This caused changes in heart chamber size. Inotropes and pressors were initiated. Patient was on dobutamine and milrinone. Patient was then started on epinephrine throughout the night and dobutamine stopped. Lactate dehydrogenase(ldh) continued to increase over night to 2500. On the morning of (B)(6) 2019 the patient's speed was still 2500. Several echos performed, added inotropes and pressors, possible CT angiography was done to look at outflow graft. Not completed yet due to elevated creatinine. Echo was to be performed on (B)(6) 2019, possible transesophageal echocardiogram(tee) for inflow and outflow velocities measurements. Then decision would be made if cta needed. During the analysis of the log file we observed low flows with high pi readings. This looks to be physiological in nature. No further information provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow alarms was confirmed through the analysis of the submitted log files. It was reported that the changes in the patient¿s heart chamber size were caused by an increase in pump speed; the patient¿s pump speed was increased due to low flows. However, a specific cause for the low flow alarms could not be conclusively determined through this investigation. Furthermore, a direct relationship between the device and the reported elevated ldh could not be determined. A specific cause for the elevated ldh could not be conclusively determined. The system controller event log files captured multiple low flow hazard alarms captured throughout the log file, following the initialization of support, when the estimated flow dropped below the 2.5 lpm threshold. There were also multiple controller fault flags for low flow captured. Of note, these low flow alarms and controller fault flags appeared to be associated with elevations in pi. No additional atypical alarms or trends in pump parameters were captured. The pump appeared to function as intended. A request for additional information was sent to the customer and the customer responded on (B)(6)2019 stating ¿we are investigating. Please stop resending.¿ no additional information regarding the reported event was received. The patient remains ongoing on vad support. Hemolysis is listed in the hm3 IFU as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section of the hm3 IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This section also provides information regarding anticoagulation, including the recommended inr range. The introduction section of the hm3 IFU provides an outline of all pump parameters, including flow. The hm3 IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions, such as hypertension, can result in low flow. The alarms and troubleshooting section explains all system alarms, including low flow alarms, and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.